Manufacturer narrative:
The returned sleeve was evaluated. There were no obvious signs of damage on the device. A mechanical inspection found that the legs had flared open slightly and it would no longer connect with a mating pedicle screw. The cause is likely attributed to a misalignment of the sleeve with a pedicle screw during a prior use, which caused the legs to flare open. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2017-00431.

Event description:
It was reported that a sleeve would not connect correctly with a pedicle screw during surgery. The procedure was completed using an alternative sleeve and screw. There was no report of patient impact associated with this event. This is report one of two for this event.